Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed), outer insulation breached cut. Full lead returned and analyzed.

Event description:
It is reported that lead was dislodged. Lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.